Manufacturer narrative:
The reported event of high impedance and loss of therapy was confirmed. As received, microscopic inspection revealed broken wires in the lead 13 cm from the stim end of the lead will cause high impedance and loss of therapy. The cause for the event remains unknown.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the serial number and/or lot number were not provided. UDI is not available.

Event description:
It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.